Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 2 mg/dl. Customer¿s blood glucose level was high 300 mg/dl. The insulin pump will be returned for analysis.